Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that no delivery / occlusion alarm was received. Customer reported that the insulin pump presented no delivery alert before the high blood glucose event. Customer stated that the drive support cap was normal. The insulin pump passed high pressure test and displacement test. Customer reported a high blood glucose event. Customer reported nausea. Customer was admitted to the hospital on (B)(6) 2022. Customer was using insulin pump during the hospitalization period. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.